Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during a attempted cybersecurity upgrade. A firmware download was performed and restored the device. The cybersecurity upgrade would be attempted at next follow up. The patient was asymptomatic.